Event description:
Patient is here for a pump discharge discontinue (d/c). Pump is a 96 hour pump ¿ 4 days. Pump was to be removed around 4pm today. Patient noted low battery notice around 9am. A new battery was inserted. Also noted there was no medication left in the bag. Cadd pump was inspected and the bag appeared to have no fluid left in it. The event log was looked reviewed and the pump settings were correct for what was written on the bag which was 1.5ml/hr continuous rate, total volume was 160ml. When d/c the pump the volume given was 139.0ml and the recorded reservoir volume is 21.0ml. However the infusion bag appeared to have no volume left to be given. Patient with no harm at this time.